Manufacturer narrative:
The returned device analysis could not confirm the reported clip opening while locked as the clip locking mechanism functioned as intended. The reported inability to remove the lock line was confirmed as the lock line was attempted to be removed but could not be removed. A knot was observed on the lock line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, the reported inability to remove the lock appears to be due to the observed knot in the lock line. A cause for the observed knot could not be determined. It is possible that the lock line became knotted during the unwrapping/removal process; however, this cannot be confirmed. The reported unintended medical intervention was a result of case specific circumstances as hemostats were used to pull tension on the lock lever to open the clip completely. The reported clip opening while locked was a cascading effect of the reported inability to remove the lock line, as attempts were made to pull on the lock line after the inability to remove. These attempts to pull on the lock line likely caused the clip to open while it was still locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2. Clip deployment was started; however, when attempting to remove the lock line; the lock line could not be removed. One end of the lock line could not be accessed, it was not visible at the end of the lock lever. When pulling on the end of the lock line that was visible, the clip opened to 60 degrees. Hemostats were used to pull tension on the lock lever. The lock lever cap was reinstalled, unlocked the clip, opened the clip arms to 160 degrees removed the clip to the left atrium, locked the clip, fully closed the clip and removed it without any issues and without causing any injury. An xtw and xt clip were implanted, without issues, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.